Manufacturer narrative:
Additional information: d7, d10, g4, h2, h3, h6 the reported event of premature battery depletion was not confirmed. The device longevity was evaluated based upon the device usage and the battery was found to be depleted normally. The daily and monthly battery voltage trend was reviewed and the sharp drop in voltage is consistent with a high number of high voltage charging events within a short period of time. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 20178650-2020-06383. It was reported that the patient presented in the emergency room for resuscitation following an untreated episode of ventricular fibrillation that led to syncope. It was revealed that the patient had suffered a brain injury due to syncope. Upon analysis, it was found that the patient's implantable cardioverter defibrillator failed to administer high voltage therapy due to rapid battery depletion that resulted in the device being in power on reset back-up operation. It was also noted that both the pacing and defibrillation impedance of the right ventricular lead was low and out-of-range, and noise was being over-sensed by the right ventricular lead, confirming lead fracture. No intervention was performed. The patient expired while in critical care.